Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics on (B)(6) 2015. Subsequently, on (B)(6) 2015, the site was debrided and treated with topical antibiotics. The reported issue has resolved and the implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.